Event description:
Dr. Was referred as dialysis flow rates had deterioated. Upon fluro exam he noticed that the venous tip looked like it was separating from the catheter body. Upon extracting he found the venous tip hanging by a thread. Only the tip will be sent back from the hosp. Catheter itself was discarded.